Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. The patient experienced an allergic reaction following the procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4): allergic reaction occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.